Event description:
This lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 11 states that patient reported same symptoms as prior to implant. Occasional numbness in hand and neck/chin. Hcp doesn't suspect device-related. Patient requested follow up. Lead revisions post implant due to thresholds, or something similar - health care provider did not have details. 86.3k pvcs in 3 week period. Hcp observed frequent pvcs on monitor now - approx q. 6-8 beats. No symptoms with pvcs. Hcp suspected that patient has always had the pvcs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).